Event description:
Pt returned to surgery for replacement of intraocular lens. Initial lens implanted in 2002. Md's office states correct vision never obtained from lens. Lens explanted for investigational of correct diopter. Diopter ordered was 15.0 to right eye. New lens implanted to right-eye diopter 18.5. Alcon len ma30ac. Alcon rep present for implant to report to company. Requesting lens to be sent to co for investigation of diopter strength. Rep states no other cases had been reported of wrong packaging.